Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, it was observed that the package had a tear during table prep before patient came into the room. Sterility compromised and physician didn't want to use product. The device was replaced, and the procedure was completed successfully. No patient involvement was reported. The device isn't expected to return for laboratory analysis.